Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump.. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1880l was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the retainer ring found on 29-sep-2025. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked reservoir tube lip, scratched case, pillowing keypad overlay, partially broken retainer, cracked keypad overlay, and stained serial number label. Cosmetic damage was confirmed at retainer ring during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.